Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering.

Event description:
An ICU nurse observed this pump to be delivering potassium at a higher rate than programmed. The only parameter known by the biomed was that the received pump was programmed to deliver at 65 ml/hr. After the event, the pump was tested by the biomed where the pump failed a flow rate test. Rate = 10 ml/hr, vtbi = 100 ml, delivered 35 ml < 5 minutes and observed free flow when "in stop" mode.